Event description:
It was reported via social media that heart failure occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Within 13 months post implant, the patient was diagnosed with chronic heart failure.

Manufacturer narrative:
Date of event: aware date of 22nov2022 used as event date is unknown.